Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of chipped adhesive around the objective (ob) lens and the light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, chipped adhesive around the objective (ob) lens and the light guide (lg) lens was observed. There was no patient involvement.